Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. Patient alleged slight nasal/throat soreness upon awakening in the morning. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused the patient to develop slight nasal/throat soreness upon awakening in the morning. The device was returned to the manufacturer's product investigation laboratory for investigation. An internal visual inspection was completed by the manufacturer. The internal investigation showed no evidence of foam degradation associated. The device's downloaded event log was reviewed by the manufacturer and found error code e-191. The manufacturer concludes no evidence of sound abatement foam degradation or breakdown.